Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power and error tests. However, the insulin pump alarmed during the basic occlusion test due to a loose drive support disk. Unable to perform the occlusion test due to the alarm.

Event description:
It was reported that the insulin pump was returned for unk reasons. Nothing further was reported.